Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced up to the abdominal aorta just before the beginning of the arch and removed three times with three different wires in an attempt to cross but was unsuccessful. Additionally, multiple exchanges for the inline sheath and dilators were reported. When the dcs was removed from the patient, an occlusion was noted in the left superficial femoral artery (sfa). Subsequently, the sfa to the abdominal aorta was stented. The physician reported that the occlusion was due to a dissection caused by the dcs. There was no damage noted on the dcs, but white striations were observed. The patient was reported to be stable following the procedure. The arterial diameters were reported to be adequate and there was mild calcification noted but the sfa and aorta were tortuous. No further adverse patient effects were reported.

Manufacturer narrative:
The reported event indicated that the delivery catheter system (dcs) could not be advanced. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, and tortuosity). In this case, it was noted that calcification was mild but the superficial femoral artery (sfa) and aorta were tortuous, as shown in the submitted pre-case plan. This indicated that the probable cause of the advancement difficulties was tortuous patient anatomy. It was reported that an occlusion due to a dissection occurred in the sfa, which was reported to be caused by the dcs. The evolut system instructions for use (IFU) instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Vascular access related complications, such as dissection and occlusion, are a known potential adverse patient effect per the IFU, and are typically related to patient anatomical factors, in addition to procedural and device factors. No angiographic films/cines were submitted for review, and therefore the root cause of the vascular complication and the relationship to the enveor dcs could not be established. There was no damage noted on the dcs, but white striations were observed. The dcs was not returned for analysis as the customer discarded the device and no images were submitted for review. The white striations were most likely describing delamination between the capsule outer polymer and the nitinol frame. This typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was noted in this case. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.